Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000173589. The event of wet tap, headache was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a permanent scs implant procedure on (B)(6) 2025, patient experienced a headache due to cerebrospinal fluid leakage. No additional intervention was necessary. The investigation was unable to determine the lead that was associated with the issue.